Event description:
Customer reports to have received a button error alarm. Customer also experienced keypad not responding. Customer's blood glucose was 113 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive act button due to moisture damage on keypad trace. No button error alarm noted. Unable to perform displacement test due to unresponsive button. The insulin pump has cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked case at the display window corners and stained end cap sticker.